Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the equipment does not turn on. Upon troubleshooting, the philips field service engineer (fse) checked the system logfile onsite and found that pdu fan tray dcps was faulty. To resolve the issue, fse replaced the pdu fan tray (power distribution unit) dcps (direct current power supply). The defective parts were returned for analysis, for pdu, malfunction was observed, and the failed component was power supply. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.